Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of the device has a burning smell and has an error message of incorrect power supply. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it. Heater plate had dust-like contamination on it. Top enclosure, vertical section, had potential mineral deposit stains on it. Inlet/outlet seal had white dust-like contamination on it. Brown dust-like contamination on the rim of the center enclosure. Iso tube in center enclosure had potential mineral deposit stains in it and a brown mark potentially caused by a thermal event on the pca (printed circuit assembly). Water tank had white potential mineral deposit stains and residue in it. Q2 (phase a) and q3 (phase b) of the blower motor circuitry, of the pca, had potential brown corrosion along with potential mineral deposit stains in the surrounding area, indicating potential water/liquid ingress. Blower motor had dust-like contamination on it and in it. White and black dust-like contamination and hairs/fibers in the blower box, at the air inlet of the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure, on the underside of the heater plate. The manufacturer concludes that there was not able to confirm the complaint of a burning smell or plastic burning smell, or of the device shutting off and turning on. Manufacturer was able to confirm that the check power message come on the display. Manufacturer was able to confirm that a thermal event took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device not working properly.